Manufacturer narrative:
(B)(4) results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good know test patient circuit. The ventilator passed 65 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that a baby passed away while on the ventilator under the nurse's watch. The nurse had turned the monitoring devices off and did not respond to patient. The dad noticed the baby looked deceased and the nurse was on the phone texting. The ventilator was turned off and CPR was started and the baby was sent to the hospital. According to the customer, the ventilator operated as expected and was alarming "high pressures". The patient had "arrested" while on the ventilator and was resuscitated and sent to the hospital. The patient ultimately died while on the ventilator in the hospital.